Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed based on visual inspection. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was dropped and the bearing came out and had gotten lost. No adverse events have been reported as a result of the malfunction.